Manufacturer narrative:
The technical investigated the alleged incident and the account reported on a post fall questionnaire that the patient called out from the room and the staff found the patient between the bed and the wall. The patient is a bilateral amputee. The patient had arms in air and stated that he was chasing a banana, and he forgot he did not have legs. The nurse alleged that she had the bed exit set but did not alarm. Nurse alleged that the bed went dead and no bed controls worked and the brake not set did not even alarm. Maintenance went to check out the bed after hearing of the alleged fall. Bed was still being used in patient room. The accounts maintenance took it to the shop and ran it through a function test and they could not duplicate any issues except they could not get the bed exit to set the first time they tried. The account is unsure if it was user error. Bed was operating properly after they set bed exit and set and alarmed for five times when testing it. The technician ran a full function test and found the bed functioned as designed. The account stated there was no injury.

Event description:
The account alleged a patient exited the bed and fell. The nurse alleges the bed exit was set but did not alarm.